Manufacturer narrative:
(B)(4). D4: this device is sold outside the us, and therefore no gudid information exists. This device is considered similar to (B)(4). D10: avan e1 insert 28 s 52; item: p0561e52; lot: 0001842725. G2¿foreign¿australia. G4: the reported product is not sold in the us; the pre-market submission number for the similar product sold in the us is k082996. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent hip revision surgery due to dislocation approximately 2 days post-implantation. The liner and head were changed. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to a missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. A definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.